Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an aortic runoff sfa intervention procedure, upon insertion of the sheath, the valve became separated from the hub. The sheath was removed and another manufacturer's product was used successfully to complete procedure. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Pt information not provided by the reporter. (B)(4).. Investigation - evaluation: a dimensional verification, along with a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), trends, and a visual inspection of the returned used device was conducted during the course of investigation. The visual examination revealed the returned sheath shaft did not appear to have any damage such as elongation or stretching. In addition, the flare appears severely wrinkled and possibly stretched; which is implicative of the device meeting resistance beyond its intended design. The flare size was also inspected using the go/no-go gauge; it appeared to be slightly larger which did not allow it to go through the "go" side of the go/no-go gauge. This could be due to the stretching from being pulled from the cap. Controls are in place for proper forming of the flare. The flare is verified for size and adequacy and that it is free of splits, nicks, pits, holes, kinks, and creases. Per specification, quality control personnel conducts a 100% inspection, confirming the correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued. It is verified that the check-flo assembly is correctly placed, clean and free of foreign debris. Based on the investigation and appearance of the flare, the root cause of the failure could be due to the device meeting forces beyond its intended design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required at this time. Pt information not provided by the reporter. (B)(4). Investigation - evaluation: a dimensional verification, along with a review of the complaint history, documentation, instructions for use (IFU), quality control (qc), trends, and a visual inspection of the returned used device was conducted during the course of investigation. The visual examination revealed the returned sheath shaft did not appear to have any damage such as elongation or stretching. In addition, the flare appears severely wrinkled and possibly stretched; which is implicative of the device meeting resistance beyond its intended design. The flare size was also inspected using the go/no-go gauge; it appeared to be slightly larger which did not allow it to go through the "go" side of the go/no-go gauge. This could be due to the stretching from being pulled from the cap. Controls are in place for proper forming of the flare. The flare is verified for size and adequacy and that it is free of splits, nicks, pits, holes, kinks, and creases. Per specification, quality control personnel conducts a 100% inspection, confirming the correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued. It is verified that the check-flo assembly is correctly placed, clean and free of foreign debris. Based on the investigation and appearance of the flare, the root cause of the failure could be due to the device meeting forces beyond its intended design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required at this time.

Event description:
During an aortic runoff sfa intervention procedure, upon insertion of the sheath, the valve became separated from the hub. The sheath was removed and another manufacturer's product was used successfully to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.